Event description:
Doctor had a concern when a pt developed some irritation on the skin above the implant. Doctor wanted to know if there may be an issue with the product.

Manufacturer narrative:
The device was not returned for eval therefore it's very difficult to confirm the complaint. There are numerous factors, including the pts condition, materials to which the pt is exposed, and potential drug effects which could impact the skin irritation or rash formation near the site of mesh implantation. The lot history record of this lot was examined and no deviations were noted. A definitive cause of the skin irritation in this case cannot be determined from the info provided; however, there are no reasons to suspect that this c-qur tacshield mesh implant was the root cause of the skin irritation in this case.